Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 08/23/2011-litigation papers were received. They allege that doi was (B)(6) 2003. Lot numbers were added. The devices associated with this report were not returned. Depuy leeds reviewed the device history records and found no anomalies. A search of the complaint database found no prior reports for both of the part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 11/19/2012 - medical records were received. Medical records are stored on disc if needed. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy leeds reviewed the device history records and found no anomalies. A search of the complaint database found no prior reports for both of the part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address his complaint of seizures due to metal ions. No metal debris was found or anything to indicate a problem.